Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the barrel of the bd plastipak¿ veterinary syringe with needle was found cracked prior to use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter, translated from portuguese: "regarding the syringe, customer has found one more with a crack." "I found 1 with the.. Tube... All before being used. I just took it out of the packaging and saw that they were like this."

Manufacturer narrative:
The customer provided the lot#, and the following fields have been updated: d.4. Medical device lot #: 1105494. D.4. Medical device expiration date: 30-apr-2026 h.4. Device manufacture date: 01-may-2021.

Event description:
It was reported that the barrel of the bd plastipak¿ veterinary syringe with needle was found cracked prior to use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter, translated from portuguese: "regarding the syringe, customer has found one more with a crack." "I found 1 with the.. Tube... All before being used. I just took it out of the packaging and saw that they were like this."

Event description:
It was reported that the barrel of the bd plastipak¿ veterinary syringe with needle was found cracked prior to use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter, translated from portuguese: "regarding the syringe, customer has found one more with a crack." "I found 1 with the.. Tube... All before being used. I just took it out of the packaging and saw that they were like this."

Manufacturer narrative:
H6: investigation summary three photos and video received for investigation. Upon visual inspection, cracked barrel, plunger damaged, damaged shield and cracked luer can be observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with the assembly process. The syringes were damaged during the leak test performance. Action was taken immediately to repair the leak test pin shaft. H3 other text : see h10.